Manufacturer narrative:
The specimen was serum. Na qc run 17 hours prior to the event was within lab-established ranges. The normal level na qc run after the event was on the low end of the lab's range. A field service engineer (fse) evaluated the instrument and found no issues. The fse verified the instrument's performance. A clear root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low sodium (na) results generated by the unicel dxc 600i synchron access clinical system. No false results were reported out of the lab. When the low results were noticed, the samples were rerun on a different instrument in the lab and those results were reported. The customer provided only one example which is shown. Patient treatment was not affected in connection with this event.